Event description:
The newly installed stryker light came apart as the podiatry resident repositioned the light. Resident jumped out of the way as the light source fell, but nicked him in the shoulder, tearing his scrub top. He refused medical attention. The c-ring was not properly seated, causing the light assembly to come loose from the supporting arm. The c-ring is the device that locks everything in place. This problem occurred when the installer took the arm apart to inspect the components. When he put it back together, he didn't get the c-ring seated causing the arm to come apart and the light to drop. We have 2 other similar lights and stryker performed a thorough quality check on those two to make sure the c-ring was properly seated.====================== manufacturer response as per site reporter======================stryker replaced the light and will file a report with the FDA. They will also send me a copy of their investigative report.